Event description:
It was reported that a screw was not optimally placed and when pt "stood up and began walking it cut out." Pt was reportedly given IV calcitonin for pain. It is unknown if a revision surgery was performed.